Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 414 mg/dl on the morning of this report. Troubleshooting was performed with customer's insulin pump. Drive support cap appeared normal. No air bubbles or leaks were found in the tubing. Customer stated piston did not seem to be moving at all. Customer's basal rates were found to be set at 0.00 units. Nothing further reported.